Event description:
On (B)(6) 2007, I underwent a right total hip arthroplasty procedure. I received a depuy uncemented stem, 52 mm press-fit acetabulum, 36 mm head, and a metal liner. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: cystic lesion, right acetabulum; multiple effusions.